Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pseudo tumor. The head and liner were revised to a ceramic head with sleeve and a new liner. Rep confirmed that no further information will be released.